Event description:
It was reported that when the customer pumped air by syringe, but balloon did not inflate. It was unable to aspirate air when customer tried to pull the syringe. There were no patient complications were reported.

Event description:
It was reported that the device was explanted after an implant duration of approximately 76.9 months, due to unknown reasons. No further details were provided.

Event description:
An endoscopic vein harvesting bipolar device was returned to sorin group USA. The bipolar jaw tip was broken. There was no report of pt injury.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Manufacturer narrative:
It was reported that the device was explanted after an implant duration of approximately 77.5 months, due to unknown reasons. No further details were provided.